Event description:
A malfunction alarm with code malf 12 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully reset the pump and resumed insulin usage before contacting technical support, who confirmed that the customer could continue using the pump and advised them to call back if the issue recurred.